Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery using a starclose se device after an aortic interventional procedure. Reportedly, during advancement of the thumb advancer and sheath splitting the plastic tubing part of the device came out from the distal end of the delivery tube/metal part of the device. The device was pulled out of the patient anatomy and it was observed that the vessel locator wings were open. The physician was able to rewire and place a sheath to be removed later on and apply manual arterial compression to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the starclose se was received partially deployed with locator wings deployment completed. The thumb advancer had been partially deployed and sheath splitting had started. The device was in the safety release activated state evidenced by the plunger, which was partially retracted from the deployed position. The distal end of the delivery tube was damaged with bent garage tube leaves and the support tube was not visible. The sheath had been cut off just distal of the sheath hub and the removed portion was not returned. The flex guide was carved directly under the distal end of the delivery tube at the proximal end and the vessel locator wings (vlw) were still deployed, but bent with an intact pusher body joint. The flex guide carving accounts for the reported failure to deploy the thumb advancer and reported visible plastic tubing. The carving, which prevented the vlw retraction despite safety release activation, accounts for the observed deployed vlw after the device was removed from the anatomy. Internal handle inspection detected the support tube block disengaged and proximally displaced from the thumb advancer block and accounts for the lack of support tube visibility under the garage tube and probable misalignment of device components during the plunger or thumb advancer deployment. The spring retainer was disengaged from the safety release rod confirming the safety release mechanism had been activated to retract the vlw and assist with device removal. The damaged garage tube leaves, bent vlw and removed portion of the sheath are observations only and not failure modes, as they are all related to and are result of the carving process. The received condition of the device confirmed the reported event. Shaft carving may be caused by numerous factors that include, but are not limited to manufacturing, anatomical conditions or operator technique. During manufacturing, the lot is visually inspected for undamaged flex guides and proper manufacture and deployment capability of the thumb advancer and clip delivery tubeset. Additionally, a sample of completed starclose se units from the lot are functionally and destructively tested to verify proper device operation. Anatomically, tissue may interfere with proper device function. The patient reportedly had peripheral vascular disease, prior atriotomy in the target groin and scar tissue was reported to be present. It was unknown if there was any arterial calcification. However, it can not be conclusively determined that these anatomical factors may have affected the device performance. The detected flex-guide/shaft carving and the resulting component damage is consistent with a failure to maintain the alignment of the clip delivery components while the plunger and/or thumb advancer is deployed. This results in the distal end of the delivery tube cutting into the flex-guide outer nylon material, damaging the delivery tube and also damaging the exchange sheath necessitating the need to abort the device closure, remove the device and revert to another form of closure. The starclose se instructions for use (IFU) states: while maintaining apposition of the locator wings on the anterior surface of the arterial wall and keeping the flex-guide straight, advance the thumb advancer using the pad of the right thumb until the number 3 appears in the number window. This advances the clip delivery tube over the flex-guide while splitting the sheath from the hub to the distal tip. Based on the investigation findings, there was no detected product quality deficiency and there was no confirmed anatomical or user related issue; therefore, the cause for the reported event is undetermined. Review of the finished device history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there is no indication of a lot quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.